Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a shoulder surgery the anchor of the device didn`t release correctly. Since the device was not returned, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure is a user. Per dfu-0054. Section g. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Event description:
It was reported that during a shoulder surgery the anchor of the device didn`t release correctly. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.